Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An event regarding nurses sometimes cutting themselves involving simplex liquid ampoules was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned and no photographs were provided. Clinician review: not performed as no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the event was reported as a result of a post market surveillance survey which noted that "sometimes nurses can cut themselves on the ampoule." The event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the ampoule and images of the device taken when the alleged event was identified is required to complete the investigation for confirming the event and determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
Review of the post market surveillance survey noted, "sometimes nurses can cut themselves on the ampoule." This pi is for the second occurrence.